Event description:
The complainant reported a patient, heart transplant rejection, was implanted with an impella rp flex device for mechanical circulatory support (mcs) and experienced low pump flow with some hemodynamic instability requiring intervention. The patient was initially on an impella cp mechanical circulatory support prior for heart and kidney transplant evaluation. That impella was successfully weaned. However, the patient had since decompensated requiring increased inotropes/pressors. The patient had a pulseless electrical activity arrest at the outside hospital requiring venoarterial extracorporeal membrane oxygenation (va ECMO) and impella cp placement (ecpella). The patient was also started on continuous renal replacement therapy. On day 8 of ecpella support, the patient was transitioned to bipella. The impella rp flex was implanted to support with the impella cp, and the va ECMO was removed. Subsequently, approximately two days later, it was noted the patient was perfusing, although borderline with current bipella support (however it was noted to be at least better than impella cp mcs alone). The patient had impella rp flex suction alarm and support level had to be decreased. The physician was unable to increase the impella rp flex beyond p-7 without getting suction. Also, per the registry notes, the impella cp was also decreased to p-7 for hemolysis. The patient was transfused with packed red blood cells due to increasing lactate and escalating norepinephrine. There was no bleeding noted but monitored for signs. Per the registry, the patient/event (hemolysis) did not resolve. The patient would subsequently expire days later. It was noted the patient was not improving in heart and renal failure, and the patient asked for withdrawal of life-sustaining treatment.

Manufacturer narrative:
Medical safety reviewed the event and noted the impella rp flex was implanted (same day as impella cp-related hemolysis/against the septal wall adverse event) for bipella support. A subsequent issue occurred involving the rp flex (~2 days after) of inadequate flows and inability to increase the flow above p-7 without suction and is considered serious injury. The patient's demise is associated with the impella cp device. Note: refer to manufacturing report number 1220648-2025-26875 for the report on the impella cp. The impella rp flex device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.